Manufacturer narrative:
Initial testing found the ac power cord ground prong was broken. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the ground prong on the ac power cord was broken. No tracking information was provided therefore, specific pt information, device programming or, event details were not available. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. Though requested, no additional information was provided.